Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during surgery, lens was not able to be used due to ¿haptic got stuck and wouldn¿t fully insert¿. The cataract procedure was completed after switching out the iol. Iol cartridge did enter eye, and it was loaded with recommended amount of company viscoelastic. There was no patient harm. Additional information has been requested but is not available at the time of this report.